Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case in the opened carton. Viscoelastic was dried on the lens. The optic was cut into portions, similar in appearance to damage created during removal from the eye. One optic portion has a deep scrape mark. The scrape was most likely interpreted as the complaint of "dent". Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified associated products were used. The root cause cannot be determined for the reported issue. A deep scrape was observed. This was most likely interpreted as the reported "dent". The lens was cut into pieces, similar to damage created during removal from the eye. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation and review of the product history records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The file indicated that the company lens model 19.0 lens model was removed and replaced with another company lens model 19.0 lens model. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant surgery, an intraocular lens presented with a dent in it. The surgeon was able to cut it in half and removed from patient. The lens was replaced with another one exactly the same model and diopter.